Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14316698.

Event description:
It was reported that during spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure (MFR number 3006630150-2024-05117), it was found out that one of the patients leads had a fray and lead fracture was suspected.